Manufacturer narrative:
The device evaluation report has been completed and the customer complaint was confirmed in the logs.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) during basal delivery. Customer's bg level was impacted.